Manufacturer narrative:
Type of investigation: though the device has not yet been returned, implantech performed a review of production records. No errors or omissions were identified that might account for the reported event. Complaint history was reviewed, and it was determined that in last 25 years there have been 4 reported case of extrusion/poor wound healing, etc on 3d accuscan implants, and another 4 on catalog gluteal implants. The overall reported rate is less than 0.1% which is well below rates in the published medical literature. Results: no device problem or other issues were identified via review of production records. Conclusions: extrusion (and associated events like poor wound healing) are known inherent risks of implant procedures.

Event description:
Complainant reported that the "current implant fell out and we can see that the previous implants we designed together did not have smooth round edges as it was designed."